Event description:
Per independent repair center, the unit had low o2 or yellow light, and the alarm was not functional. The key failure was the sieve beds leaking sieve. The on/off switch had no alarm.